Manufacturer narrative:
Insulin pump passed the displacement test and self test. Insulin pump had intermittent unresponsive "up" arrow button and isolated to the keypad ok pump casing. Keypad unresponsive or button error alarm confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 125 mg/dl. Customer stated that they had to press the button twice to get it to respond. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.